Event description:
Patient in surgery for a laparoscopic cholecystectomy. Surgeon using an ethicon brand disposable ligaclip 10- m/l endoscopic rotating multiple clip applier. The clip misfired (did not eject), causing surgeon to have to re-fire. No harm to the patient. Surgery completed without incident.